Event description:
The ICD and chronic lead system was oversensing. An invasive procedure was preformed and a lead abrasion was noted. Both co leads were capped and replaced. No further problems have been reported.